Event description:
The reported product fault did not occur while in use with a patient.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. The pump had the following cracked parts - top case, both plunger cases, and the battery door. The pump was powered up and all functional tests were performed with battery power. Investigator was not able to duplicate customer's reported problem of device smoking when plugging in new battery. No physical or any other damage was found on battery, interconnect board, and main board. The failure mode could not be duplicated. The root cause was unconfirmed.

Event description:
Information was received indicating that when plugging in a new battery this syringe infusion pump started to smoking internally, no adverse patient effects were reported.